Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: medwatch report uf/importer report # (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of tissue damage and thrombosis are known adverse events associated with use of suture mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: the device was initially reported as returning, however, has not been returned from the account.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. User facility medwatch #(B)(4).na

Event description:
User facility medwatch (B)(4) received that states: aborted transcatheter aortic valve replacement procedure due to perclose device stuck in the left common femoral artery requiring left common femoral endarterectomy with pericardial patch angioplasty and thrombectomy of the superficial femoral artery, popliteal, and tibial vessels.